Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted and 6 weeks post-inflation he experienced gross hematuria, urinary incontinence along with perineal and scrotal discomfort. A cystoscopy was performed which showed cuff erosion. During removal, the surgeon found necrotic looing urethra underneath the cuff and within the urethral lumen. Radiation therapy may have contributed to the tissue breakdown. No further information was provided.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. User facility report#: (B)(4).